Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by j.w. Goodfellow, c.j. Kershaw, m.k.d'a benson & j.j. O'connor/ bone joint surg (br) 1988; 70-b: 692-701 0301-620x/88/5163. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "the oxford knee for unicompartmental osteoarthritis¿ which assessed the survival of the oxford knee for bicompartmental and unicompartmental osteoarthritis. The study was conducted over a period of eight (4) years (november 1982 to november 1985) and involved eighty five (85) patients who received one-hundred three (103) unicompartmental knees. Two types of procedures were performed; which included seventy-six (76) medial compartment arthroplasties and twenty-seven (35) lateral compartment arthroplasties. The journal article reports the following revisions: one (1) revision of the medial compartment arthroplasty due to degeneration in the lateral tibiofemoral compartment. Three (3) cases of the medial compartment arthroplasty involving aseptic loosening of the tibial component. One (1) revision of the medial compartment arthroplasty due to bearing dislocation. One (1) revision of the lateral compartment arthroplasty due to recurrent dislocation of the bearing. One (1) revision of the lateral compartment arthroplasty due to chronic bearing. Subluxation occurred, followed by loosening of the tibial component. Two (2) cases of the lateral compartment arthroplasty involving medial subluxation of the bearing. One (1) cases of the lateral compartment arthroplasty involving recurrent locking. The authors of the study conclude the operation is recommended for knees with severe unicompartmental osteoarthritis in which all the ligaments are still intact. In those knees in which all the ligaments were intact and which had severe unicompartmental degeneration, replacement with a unicompartmental meniscal prosthesis has produced promising results.

Manufacturer narrative:
The product was not available for return. Root cause could not be determined. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
One patient underwent aseptic loosening of tibial component.